Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a power error alarm on the insulin pump. Customer's blood glucose was 7.3 mmol/l. Customer was asked to remove the battery and wait until there was a notification light and the pump did not alarm anymore. Customer put in a new battery and reprogrammed the time and date. The pump was rewound, customer completed the fill procedure, and the insulin pump was fine.